Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the cradle (c-ring) broke off. The piece was retrieved through one of the original incisions made. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the inspection shows that c-ring has become detached from the wire support due to insufficient adhesive. The complaint is confirmed.